Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The automated impella controller was running with a 5.5 pump from 5/5 to 5/19, and on 5/10 the contrast oscillated between +/- 3276.8 as placement signal railed to 3000 mmhg. Both optical signals resolved shortly afterwards. The cause of the placement signal not reliable was not determined because the console was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm occurred on their automated impella controller with absent placement signals. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ic1043 was running 5.5 pump (B)(6) from 5/5 to 5/19 and on 5/10 the contrast oscillated between +/- 3276.8 as placement signal railed to 3000 mmhg (ic1043 ltlog 489409 osc contrast). Both optical signals resolved shortly afterwards. There were other examples of oscillating contrast in the field (see attached). Device analysis: the console was eventually returned for investigation. The oscillating contrast was not reproduced while running a test pump, the console performed as expected. Root cause: the root cause of the intermittent unreliable placement signal and oscillating contrast could not be determined as the failure was not reproduced during testing. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.